Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced hypoglycemia and lost consciousness. The patient stated there were no alarms or alerts from the device at the time of event. A fingerstick was performed and the bg reading was 54 mg/dl. The patient was treated with glucagon and taken to hospital. At the hospital the bg reading was 222 mg/dl and the cgm reading was 64 mg/dl. There the patient was treated with IV fluids and the wearable was replaced. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.